Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: spondylolisthesis procedure: posterior lumbar interbody fusion levels implanted: l4-s1 it was reported that intra-op, one of the prongs on the inserter broke off during insertion, while the surgeon was hitting the instrument with a mallet. Broken piece was removed. No fragment of the instrument remained in the patient. Procedure was completed successfully with a new product. No patient complications occurred as a result of the event.

Manufacturer narrative:
Product analysis: visual and optical examination of the returned inserter confirmed one of the prongs broke off. The fracture surface is brittle with a small elevated plain in one corner indicating some bending before the break. It appears the prong broke off from bend stress overload. If information is provided in the future, a supplemental report will be issued.